Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The failure analysis (fa) investigation confirmed the reported complaint. Failure analysis found the primary failure of the clamp arm's teflon pad damage to be related to the customer reported complaint. For clarification, visual inspection of the instrument found the teflon pad to be missing from the clamp arm, and no pieces were returned with the instrument. No thermal damage was found. The curved blade was inspected, with no physical damage observed. The root cause for the missing teflon pad is typically attributed to mishandling/misuse. A review of the instrument logs for the harmonic ace associated with this event has been performed. Based on this review, the instrument was confirmed to have been used during the reported event date, with no subsequent uses after the alleged event reported in this record. Additional reviews were performed and found that the procedure in question was performed on system serial number (B)(4). This complaint is considered a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank field in section e4 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the harmonic ace instrument was observed with a rubber part of the tip falling off and exposing the blade without insulation. A new, same instrument was opened to complete the procedure with no reported patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument in question had all pieces still attached to it, just the white plastic/rubber coating was peeled away from the instrument and was hanging. The surgeon checked and confirmed that there were no fragments left, according to the reporter. The surgery was completed with a new harmonic ace and the defective one was sent back to isi for evaluation.